Event description:
A customer contacted haemonetics on (B)(6) 2010 to report noise from the centrifuge of an orthopat machine and a check waste line error. No donor or operator injury or reaction was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2010 to report noise from the centrifuge of an orthopat machine and a check waste line error. No donor or operator injury or reaction was reported. Upon evaluation of the device it was found that the reported problem was caused by a major blood spill inside of the machine. The machine was decontaminated and the components which were damaged were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). Haemonetics (B)(4).